Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 102mg/dl. Troubleshooting was performed; the drive support cap was sticking out and the customer pushed it back in. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed motor error during prime test due to a detached end cap. Drive support disk was inspected and no anomaly noted. Cracks to the display window, battery tube threads, reservoir tube lip and a scratched lcd window was also noted.